Event description:
Additional information received from the manufacturer representative reported that all issues had been resolved. The patient had their adaptive stimulation activated and had good leg coverage.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported via the manufacturer representative that he had belly pain for one week following surgery. The patient had to get catheter placed because of bladder retention after surgery. The patient stated that he gets relief of pain when sitting, but when up and moving he is irritated. The patient reported that the permanent implant was not the same as the trial and the patient was instructed to turn stimulation off when moving around if it was irritating too much. Reprogramming was scheduled for (B)(6) 2015. The issue was not resolved at the time of this reported. The manufacturer representative additionally reported that the patient was feeling some stimulation in the "l abdomen" and reprogrammed both the left and right sides for better coverage of his legs. The incision was slightly red and the patient was being treated with antibiotics. The indications for use were non-malignant pain and post lumbar laminectomy syndrome. If additional information is received a follow-up report will be sent.